Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had blank display and did not turn on anymore. The customer¿s blood glucose was 12 mmol/l. The customer stated that the insulin pump not bumped or dropped, battery cap was ok. The insulin pump will not return for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform operating currents, self-test, rewind test and displacement test or verify blank display due to detached end cap.